Event description:
Procedure type: stress ui / pelvic organ prolapse. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious bodily injuries, including extreme pain, bladder spasms, continued urinary incontinence, and erosion of her internal bodily tissue. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).